Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with cracked/chipped front left bottom corner, broken tabs on the bottom case and cracked right plunger case. Event log history was performed and indicated that check syringe plunger sensor was recorded in history. During analysis, the reported problem duplicated during power up process. It was noted that the left plunger case flippers got stuck and was the cause of the reported issue. Service replaced the left plunger case, performed power up and self-test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited syringe plunger sensor error and rattling was noted inside. No adverse effects were reported.